Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination and functional testing of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the line to line tibial drill was bent at the connection end. 2 attachments were tried and still did not work properly. No surgical delay.